Event description:
Per customer, red light flashing, unit noisy then shuts down. Customer tried cleaning filters, customer is on a cruise ship and does not have back up, cruise ship does not have back up. Customer going to juneau, alaska for a few hours. 7am-6 pm wed.(B)(6) 2014 customer renting from (B)(4).